Event description:
It was reported that the lead exhibited a low unipolar impedance of less than 200 ohms. The bipolar lead impedance was about 316 ohms. The polarity was switched to the bipolar configuration, and the lead would be monitored.

Event description:
New information notes the ventricular lead was capped and replaced due to an insulation anomaly on (B)(6) 2014.

Manufacturer narrative:
Na